Manufacturer narrative:
2/26/20 update section e: 1 changed the country from ireland to the united states after additional information was received from the initial reporter. The initial reporter is based in ireland however the client is a u.s. Customer. No addition information will be provided regarding the client name/address.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the underpad was used attempting to reposition a (B)(6) patient that was sitting in a chair. During the attempt the pad tore on one side and the patient fell/slid back on the chair. The fall was very minimal and there was no harm to the patient.